Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient noted he coded four 4 times between (B)(6) 2015. The patient also stated that the hospital externally defibrillated him at least once. No further information was able to be obtained. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.